Manufacturer narrative:
The patent's age and gender were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years, 1 month. The modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the modular cable and a part of the driveline from the exit site to the modular cable connection had some damage. The modular cable was exchanged and the part between the driveline exit site and the modular cable connection was taped with rescue tape. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of superficial damage to the polyurethane jacket of the modular cable was confirmed through the evaluation of the returned cable, as well as through a submitted photograph; however, a specific cause for the observed damage could not conclusively be determined. Examination of the returned modular cable revealed cracks and breaches in the polyurethane jacket, approximately 6.5 inches and 8 inches from the metal connector. Areas of discoloration were also observed along the jacket and at the bend reliefs. The bend reliefs were a dark, yellowish gray color. The modular cable was subjected to high potential testing to evaluate the integrity of its wires and the cable passed testing without issue. It was reported that there was no impact to pump function as a result the observed damage to the modular cable and no adverse impact to the patient. The patient remains ongoing on lvad support with the replacement modular cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.